Event description:
Customer complaint of about high blood results. I asked the customer to run a control test and then a blood test., customer's husband (B)(6) manual called in stating that the meter is reading too high. His wife normal is 90- 100mg/dl am (fasting) and after testing today at 12pm her reading was 375mg/dl and 425mg/dl before lunch. Customer did not have control solution to run control test. I ran back to back test - got results 404mg/dl and 372mg/dl. I will replace meter and strips for customer and send out control solution for cust. Satisfaction. Send fed-ex overnight...customer is insulin-dependent. Recall from meter memory (time and date not set).

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Most likely underlying root cause of malfunction noted in the complaint. User had an inaccurate ref.